Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that patient faced two infusion set cannula kinked events on (B)(6) 2025. The event occurred three and more hours after insertion. This issue led to an increase in blood glucose level for which the patient was treated with multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.